Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 14-may-2021, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 08-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 300 mcg/day) via an implantable infusion pump. It was reported that the catheter was not working and surgery took place to revise it. During the surgery they could not aspirate from the catheter access port (cap). They replaced the catheter, then were able to successfully aspirate once they revised the catheter. No symptoms were reported. The caller stated that they planned to return the explanted catheter for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
A portion of the catheter was returned for analysis. The catheter portion was received in 3 pieces. Analysis of the returned pieces found ¿no significant anomaly¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had a MRI on (B)(6) 2020 and the pump was not read after the MRI. After the interrogation at the catheter revision it was noted that a motor stall was seen in the logs at the time of the MRI. The pump was interrogated again 20 minutes later and the stall recovered indicating telemetry state. No further complications were reported.